Event description:
According to the customer, the surgical light had some particles coming from the lens area that fell into the surgical field during a procedure. No clinical consequences have been reported by the customer.

Manufacturer narrative:
The facility has not released pt info. The rim edge of the acrylic lens can become degraded over time and can be accelerated if the customer uses cleaning products which are not recommended in the user's manual. The particles were assessed as being chips from the edge of the lens that became loose and fell out. This is an older surgical light used for several years. With degradation of the lens, material can develop cracks that may chip and break away. This degraded condition should be detectable by inspection before use of the surgical light and during the annual preventive maintenance program. A reply letter with a copy of the sections of the user manual for cleaning instructions and maintenance recommendations was sent to the customer. The lens has been replaced by the customer.